Event description:
It was reported that during an unspecified surgical procedure, the motor device was "very noisy during burring." There was no delay to the schedule surgical procedure as a spare identical device was available for use. There was patient involvement reported. There were no injuries reported, medical intervention or prolonged hospitalization. The date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. (B)(4) evaluated the device and the reported condition was not confirmed. An assessment was performed on the device which found that it met all manufacture's specifications. Therefore, an assignable root cause was not determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.